Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump was received with an intermittent esc, act, up, and down arrow button response due to flattened button dome switches. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the act button was not working on the insulin pump. Customer went to fill the tubing and received a no delivery alarm. Customer stated that she cannot clear it because the esc and act buttons were not working. Customer stated that she just received the pump in the middle of june. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.